Event description:
It was reported that during a da vinci si total benign hysterectomy procedure, a monopolar curved scissors instrument would not engage. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. The instrument was placed on a system for engagement test and passed. The instrument was able to engage. Recognition and latex cut test also passed. Electrical continuity testing was performed and passed. Additional observation not reported was the pad print on the tube extension was partially removed. Failure analysis concluded the damage was likely due to improper cleaning. The instrument flush tube was kinked. The housing was removed to find the flush tube exhibiting a couple of kinks in the backend. The kinks occured prior to the flush tube entering idler block. One grip cable was derailed at clamping pulley on axis 7. The cable still had tension and the scissors opened and closed. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not itself constitute a MDR reportable event; however; the pad printing removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.